Manufacturer narrative:
Per 110017319 instructions, mics needles, non-sterile, rev d / artwork 4110502 : page 5 of 34 reads, "prior to each use the needle must be examined under a microscope for any pitting, rough spots, cracks or bends. If any of these conditions exist, the needle should be disposed of properly." Per the supplier''s evaluation results, the damage observed to the phaco needle near the hub might have been caused during tightening of needle in the field. Damage observed on the shaft might have been caused by misuse in the field. The reason for failure is unknown, but the needle''s appearance suggests it might have received abuse, and overuse. The investigation is complete.

Manufacturer narrative:
Evaluation completed. One phaco needle tip was returned in a plastic specimen cup. The original packaging was not returned. The part number and lot number cannot be verified. Visual inspection found that the needle looks well used. It was in two pieces. The needle shaft has broken off just above the tapered hub. The edges of the needle tip and hub corners were all rounded and worn away. There was very little "blue" coloring left on the needle assembly. The hub was marred, gouged and missing material as was the shaft, base and threads. The broken area has jagged edges. The cause of the damage cannot be determined. A review of the certificate of compliance found that the bl3420a, rev. A from lot # 4722430 met all physical and functional requirements. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
Device return has yet to be confirmed. A follow-up with the patient confirmed no patient impact or injury occurred. Additional investigation results are pending.

Event description:
The user facility reports that while performing phacoemulsification, the phaco needle broke off in the patient's eye. The break occurred above the patient's eye. It was cleanly removed with forceps. There were no further issues. No patient harm was reported.